Event description:
Legal summons alleges the side door on the tub swung open, striking the plaintiff in the left knee while plaintiff was assisting a pt who was utilizing the tub. Serious injury is alleged.